Manufacturer narrative:
H3 product analysis: as found condition: the pipeline flex braid was returned for analysis inside a clear sealed biohazard plastic pouch, and inside a shipping box. The pipeline flex pusher wire was not returned. Damaged location details: the braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were observed to be open and frayed. The braid¿s middle section was observed to be fully open. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the pipeline flex braid¿s middle section was observed to be fully open when it was returned. Possible causes of failure to open include, but are not limited to, patient vessel tortuosity, the user deploying the braid in a vessel bend, the braid not being properly sized to the anatomy, the braid being overstretched during delivery, or a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate and the pipeline was not placed in a vessel bend, which rules out patient vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a braid that is not properly sized to the anatomy, is overstretched during delivery, or is damaged, could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The aneurysm is located at c6 segment lateral wall. The patient vessel tortuosity was moderate. The cause of the failure to open was not determined, and the pipeline was not placed in a vessel bend when it failed to open.

Manufacturer narrative:
Update a2, a3, a4 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a c6 segment aneurysm.  It was reported that using a synchro-14 guidewire, the operator advanced the intermediate catheter navien to the c4 posterior curve, and the phenom27 catheter was advanced to the distal m2 segment. After fully hydrating the ped-450-20 stent, it was delivered into the catheter and deployed at the m1 horizontal segment. During deployment of the flow-diverting stent, the tip end opened smoothly, however, the mid-segment of the stent could not be opened at the ophthalmic artery. Despite multiple attempts by the operator to push, pull, and retrieve the stent, the mid-segment of the stent could not be properly opened. The stent was then removed, and it was found that it still could not be properly opened. To ensure the smooth progress of the procedure, a new stent was used instead. The procedure was subsequently completed successfully, and the patient experienced no adverse reaction. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.